Manufacturer narrative:
UDI: (B)(4). Investigation summary : the complaint device was received at the service center and evaluated. It was reported that during an unknown procedure the fms tornado micro handpiece with buttons doesn't turn on. Per service reports, this complaint can be confirmed. During the service evaluation the following defects were identified: the motor is stuck and the buttons are not working. There is a short circuit in the cable. Housing was defective- leak - air. The motor, motor cable, housing and hand control set were replaced to resolve the issues. After repair, the device was found to be working according to the specifications. The serial number was corrected/ amended or due to the replacement of housing parts the serial number of the device had to be changed: sn old: (B)(4) sn new: (B)(4). The faulty parts was identified as the root cause for the device failure during the service evaluation. Manufacturing record evaluation is not required as the reported event is not associated with the manufacturing process and/or the potential cause of the defect cannot be associated to manufacturing. At this point in time, no corrective action is required, and no further action is warranted. Depuy mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field.

Event description:
It was reported by customer in (B)(6) that during an unknown procedure on an unknown date, it was observed that the micro tornado hp w handcontrol device did not turn on. During in-house engineering evaluation, it was determined that there wa short circuit on the motor cable on the device. Another like device was used to complete the procedure. There were no adverse patient consequences nor surgical delay reported. No additional information was provided.